Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one returned used sensor performed a visual inspection and checked for physical damage and found the electrode bent and also found contamination (blood traces) along the gold tracing on the electrode. See attachment for details. Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications with accurate readings. See attached file for results. In summary, sensor passed per specifications submerge sensor under different levels of glucose and sensor passed with accurate readings. Unable to confirm customer complaint unexpected alert/alarms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 28mg/dl at the time of the event. The event involved products mmt-7020lb, mmt-332a, mmt-1880, and unomedical. The customer received change sensor alert and also found the difference between the sensor glucose and blood glucose was not within the target range. Troubleshooting was not performed and found that it was unknown whether the auto mode feature was active at the time of the event. It was also unknown whether the customer was using the insulin pump within 48 hours of the reported incident. No further patient complications were reported. The products mmt-7020lb, mmt-1880, mmt-332a, unomedical will not be returned for analysis.